Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 2.0, lab: 1.5. Therapeutic range: not provided. Customer was milking finer after finger stick; also added multiple drops of blood.

Manufacturer narrative:
Customer was milking the finger and adding multiple drops of blood. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 2.0; reference = 1.5. Mean = 1.75; confidence limits = 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Unable to perform retained strip test due to unknown strip log number provided. No further investigation is possible. Root cause could not be determined from the information provided by the customer. Trend analysis is not required at this time; no strip lot information. This issue will be subject to future tracking. No product deficiency established; no corrective action required at this time.